Event description:
The pt received a bone marrow allotransplant for acute myeloid leukemia (aml), and subsequently developed chronic graft versus host disease (cgvhd) with hepatic involvement and minimal lung fibrosis. Concomitant medications included cortisone (7 mg every 2 days) and cyclosporin. The pt received treatment with extracorporeal photophoresis (ecp) procedures at a frequency of 2 sequential days every 2 weeks, followed by 2 sequential days every 3 weeks, none of which were associated with complications. In 3/22/06, during cylcle 1 of one such ecp treatment, the pt lost 150ml of blood during cycle 1 when the 125 cc centrifuge bowl cracked at the bottom. The pre-treatment hemotacrit (hct) on 3/22/06 was 44.4% and hemoglobin was 14.9. No medical intervention was performed. No drug (uvadex) was given as the event occurred in cycle 1. The ecp procedure was performed during a hospitalization for another reason. The blood loss did not prolong hospitalization. The ecp procedure was repeated the following day, with no complications noted. No further monitoring was performed and the pt was discharged from the hosp.